Event description:
Reportedly, this device was explanted after approx a 4 year, 6 month implant duration due to tricuspid stenosis and tricuspid regurgitation.

Manufacturer narrative:
Device not returned.